Event description:
The customer was hospitalized for dka. It was conveyed that there were no significant events leading to the hospitalization. The pump's programming was accurate. Troubleshooting was done and the pump passed the functional tests. The customer stated that they were on their menstral cycle and is on medication. In addition, the customer stated that the pump had alarmed. At that time the customer was instructed to change out entire set and size.